Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported inability to remove the lock line is due to the user technique. There is no indication of a product quality issue with respect to manufacture, design, or labeling.na

Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3-4 and a restricted posterior leaflet. An xtw clip was inserted and placed on the mitral valve. However, during deployment, when unraveling the lock line, the line became tangled. The lock line was eventually able to be untangled and the procedure was continued. The clip was deployed, reducing mr to a grade of 1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.